Manufacturer narrative:
The reported complaint was confirmed during functional testing and archive data review of the returned autopulse platform (sn: (B)(4)). To remedy the issue, the shaft was rotated to the home position. The autopulse platform is a reusable device and was manufactured in 2010. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device. There were no parts identified for replacement. Visual inspection was performed and no physical damage was observed. During initial functional testing, the reported a user advisory (ua) 45 (not at "home" position after power-on/restart) was displayed upon powering on the device. Review of the archive data found multiple ua45 messages. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Historical complaints were reviewed for service information related to the reported complaint and (B)(4) was reported on 08/25/2017, for autopulse with serial (B)(4) for the same ua45 message. The encoder gear box was replaced. The autopulse platform passed all testing criteria.

Event description:
As reported, the autopulse platform (sn: (B)(4)), displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) during a shift check. To troubleshoot the issue, the reporter removed the lifeband, verified the driveshaft was aligned to the home position, and reinstalled the lifeband. However, the ua 45 continued. There is no patient involvement.